Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with bearings on the rotor and driveshaft. The rotor, nose cone, bearing stop, bur shield, and bearings were replaced along with other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the pt received a minor burn to the lower left lip from the handpiece overheating during a tooth extraction. Neosporin cream was applied to the injury after it was irrigated. The procedure was completed with hand instruments. Small packets of neosporin were sent home with the pt as follow-up treatment. There is no expected permanent damage or scarring caused from the burn, and after a post op phone call with the pt, the account stated the burn was healing and there were no additional issues.